Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that during a trial procedure the patient had breathing issues and was difficult to keep asleep. It was noted that the patient had a lot of phlegm and gunk. The trial procedure was aborted. The explanted trial leads were not returned as they were kept by the medical facility.